Event description:
It was reported to boston scientific corporation on june 16, 2008 that a corflo cubby low profile gastrostomy device was used during a percuatneous endoscopic gastrostomy (peg) procedure performed in 2008 (patient age, gender and weight are unknown.)according to the complainant, 2 days after placement of the device, the locking tab of the right angle feeding tube broke. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.